Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. With the fifth cartridge (blue), the device did not staple at all but the entire section was performed. The surgeon used an ec60a to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient side completely open with no staple deployment? Was the remnant side of the stomach completely open with no staple deployment? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.